Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a 31-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for prevent pregnancy: necon; for an unreported indication: paxel. Concurrent conditions included overweight and endometriosis. Concomitant products included axotal (fioricet), citalopram hydrobromide (celexa), oxycocet (percocet), propacet (darvocet) and venlafaxine (effexor). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced mood swings ("mood swings"). In (B)(6) 2009, the patient experienced weight increased ("weight gain") and depression ("depression"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a left salpingectomy to remove the remaining tube). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, weight increased, fatigue, migraine, depression and menorrhagia was resolving, the dysmenorrhoea had resolved and the mood swings, vaginal haemorrhage, headache, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212 lbs. Device removal date provided as (B)(6) 2013 and (B)(6) 2016. Patient underwent unilateral salpingo-oopherectomy - right side removal hysterectomy with unilateral salpingo-oopherectomy - full hysterectomy - left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "mood swings, abnormal bleeding (vaginal), headaches, vaginal discharge, abdominal pain", reporter, lot number, concomittant condition and drug, historical condition and drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a 31-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for prevent pregnancy: necon; for an unreported indication: paxel. Concurrent conditions included overweight and endometriosis. Concomitant products included axotal (fioricet), citalopram hydrobromide (celexa), oxycocet (percocet), propacet (darvocet) and venlafaxine (effexor). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In march 2009, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In may 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In august 2009, the patient experienced mood swings ("mood swings"). In november 2009, the patient experienced weight increased ("weight gain") and depression ("depression"). In february 2010, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a left salpingectomy to remove the remaining tube). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, weight increased, fatigue, migraine, depression and menorrhagia was resolving, the dysmenorrhoea had resolved and the mood swings, vaginal haemorrhage, headache, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212 lbs. Device removal date provided as (B)(6) 2013 and (B)(6) 2016. Patient underwent unilateral salpingo-oophorectomy - right side removal hysterectomy with unilateral salpingo-oophorectomy - full hysterectomy - left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines"), depression ("depression"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a left salpingectomy to remove the remaining tube). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, weight increased, fatigue, migraine, depression, menorrhagia and dysmenorrhoea was resolving. The reporter considered depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.